Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to contamination under the front response button dome, causing an intermittent connection. The root cause of the contaminated dome is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor returned a monitor and reported that the response buttons were non-functional.